Event description:
Pt has been reported to suffer from a corneal abrasion. The lens that supposedly caused the ulcer was from so# 406402, cks 5779-2000. The pt had been put on antibiotics.

Manufacturer narrative:
Complication rare but not unk, no evidence of malfunction of the device but rather an inherent risk of contact lens wear.